Event description:
It was reported that the customer was hospitalized for dka. The customer stated that there were no significant events leading up to the hospitalization. It was indicated that the md believes that the cause of the event was pump related. The programming and histories were accurate. Troubleshooting was done and the customer stated that the leadscrew did not rotate completely. At that time, the customer was advised that a replacement will be sent. Furthermore, the customer was advised to revert back to manual injectioins per md protocol.